Event description:
Front tooth side back came out, piece of the tooth was gone [tooth fracture] product got embedded so tight to gum, partial denture embedded -fixodent [device adhesion issue] a spontaneous report was received via e-mail on (B)(6) 2019 from a consumer, unknown age and gender, stating he/she used fixodent denture adhesive, version unknown, unspecified amount and frequency for over a month for his/her partial denture, and the product became embedded tightly to the gum. The consumer brushed it overnight and the next morning, and continued to floss water in his/her mouth. When the fixodent became loose, the front tooth side back came out. The outcome was not recovered/ not resolved. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided. (B)(6)2019 consumer follow-up via e-mail: the consumer reported he/she had a top and bottom partial, but the product only damaged a top tooth. A piece of the tooth was gone. The consumer stated he/she had never had a problem with adhesive cream before. No further information was provided. (B)(6)2019 consumer follow-up via e-mail: the consumer reported he/she had used other products in the past, including unspecified fixodent, without problem. The outcome remained not recovered/ not resolved. No further information was provided. (B)(4) 2019 consumer follow-up via e-mail: the product used was fixodent denture care denture adhesive original. The consumer reported he/she visited a dentist, and he/she would have to get a filling for the tooth. The outcome remained not recovered/ not resolved. No further information was provided. (B)(6) 2019 received consumer's product experience questionnaire: the consumer, female age 53 years, used fixodent denture care denture adhesive original cream, 3 small drops once daily beginning (B)(6) 2019 until discontinuing (B)(6) 2019. She reported the product had a very tight grip, and damaged her tooth by causing her partial denture to become embedded on (B)(6) 2019. She was unable to remove it until the next morning, and a piece of her tooth came out. A dentist was visited. The consumer reported she had an x-ray to see the damage, and she needed to get a filling. The outcome remained not recovered/ not resolved. Consumer reported she previously used fixodent with scope for 2 months in 2015. Medical history: disability. Drug allergy: penicillin. No further information was provided. (B)(6) 2019 product investigation results: production records confirm the production lot code/product version combination is complete & legitimate for fixodent original 24/ .75oz. No manufacturing cause identified based on investigation.

Manufacturer narrative:
The consumer product was returned to p&g on (B)(6) 2019. A partially used tube of fixodent original denture adhesive was received. Based on the received consumer product a production code was obtained and a plant investigation was conducted. The plant investigation concluded there was no manufacturing cause identified based on investigation.

Manufacturer narrative:
Product return was requested but has not been received at this time. No production code has been provided, no further product investigation will be done at this time. Further evaluation may occur upon receipt of the consumer product.

Event description:
Front tooth side back came out, piece of the tooth was gone [tooth fracture] product got embedded so tight to gum - fixodent [device adhesion issue] a spontaneous report was received via e-mail on 31-jul-2019 from a consumer, unknown age and gender, stating he/she used fixodent denture adhesive, version unknown, unspecified amount and frequency for over a month for his/her partial denture, and the product became embedded tightly to the gum. The consumer brushed it overnight and the next morning, and continued to floss water in his/her mouth. When the fixodent became loose, the front tooth side back came out. The outcome was not recovered/ not resolved. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided. 02-aug-2019 consumer follow-up via e-mail: the consumer reported he/she had a top and bottom partial, but the product only damaged a top tooth. A piece of the tooth was gone. The consumer stated he/she had never had a problem with adhesive cream before. No further information was provided. 15-aug-2019 consumer follow-up via e-mail: the consumer reported he/she had used other products in the past, including unspecified fixodent, without problem. The outcome remained not recovered/ not resolved. No further information was provided. 26-aug-2019 consumer follow-up via e-mail: the product used was fixodent denture care denture adhesive original. The consumer reported he/she visited a dentist, and he/she would have to get a filling for the tooth. The outcome remained not recovered/ not resolved. No further information was provided.

Manufacturer narrative:
Product return was requested but has not been received at this time. No production code has been provided, no further product investigation will be done at this time. Further evaluation may occur upon receipt of the consumer product.

Event description:
Front tooth side back came out, piece of the tooth was gone [tooth fracture] product got embedded so tight to gum - fixodent [device adhesion issue] case description: a spontaneous report was received via e-mail on 31-jul-2019 from a consumer, unknown age and gender, stating he/she used fixodent denture adhesive, version unknown, unspecified amount and frequency for over a month for his/her partial denture, and the product became embedded tightly to the gum. The consumer brushed it overnight and the next morning, and continued to floss water in his/her mouth. When the fixodent became loose, the front tooth side back came out. The outcome was not recovered/ not resolved. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided. On 02-aug-2019 consumer follow-up via e-mail: the consumer reported he/she had a top and bottom partial, but the product only damaged a top tooth. A piece of the tooth was gone. The consumer stated he/she had never had a problem with adhesive cream before. No further information was provided. On 15-aug-2019 consumer follow-up via e-mail: the consumer reported he/she had used other products in the past, including unspecified fixodent, without problem. The outcome remained not recovered/ not resolved. No further information was provided.